Event description:
The customer reported to olympus, during preparation for an unknown procedure, the visera elite video system center had a poor contact when connected to a scope and occasionally did not have an image. Subsequently, the intended procedure was completed with a similar device. There was no patient involvement in this event.

Manufacturer narrative:
(B)(6). The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the socket was noted to be faulty resulting in no image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty socket could not be determined. It is possible that the image failure occurred due to video cable connector failure. Olympus will continue to monitor field performance for this device.